Event description:
It was reported that the patient gradually developed recurring incontinence with the artificial urinary sphincter (aus) due to atrophy around the cuff site. The aus cuff was removed and a new cuff was implanted in a more proximal location to the urethra. No further complication were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.